Event description:
On routine transtelephonic follow-up, the pacemaker was found to be pacing at a rate lower than the programmed rate. This pacemaker is currently under an advisory regarding this type of behavior. Since pt is currently living out of state, their local physician was notified and will further manage the pt.